Event description:
Reporter indicated a vns patient's "generator is very loose and flipping around." The pt is no longer feeling the stimulation. The pt lost a lot of weight after the initial implant surgery. The generator was secured with a permanent stitch (nylon). The pt underwent vns therapy system replacement surgery. Pre-operative diagnostics were within normal limits. The physician reviewed x-rays and the x-rays showed "one strand of the bipolar lead all coiled as if it was broken near the connector pin and sprung up from the release of tension." Once the lead was exposed during the surgery, the lead was visibly twisted and kinked near the connector pin. X-rays were send to the manufacturer and the twisted lead was confirmed. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death.